Event description:
Ous MDR - the lead was explanted because there was noise noted in the ventricular channel. This is all the available informaiton that was provided to us. The implant, explant and event dates were not reported. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analyses. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed the presence of insulation damages. In particular the insulation was found rubbed through at the proximal part of the lead as well as in the region of the tricuspid valve. These insulation damages can be considered as the root cause for the observed noise, as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing, as well as between the lead and the tricuspid valve. The analysis did not reveal any sign of a material or manufacturing problem.